Manufacturer narrative:
(B)(4). Device evaluation: the reported condition is confirmed. The assignable cause is a faulty phm (pumphead module). Phm has been replaced. Additional: a service history review revealed and the device has not been previously serviced for the reported condition.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). A trend review has been performed and there are similar reports made to baxter. The root cause will continue to be investigated through similar trends.

Event description:
During baxter's review of the event history for another report, it was discovered that failure (B)(4) occurred once during infusion which caused an interruption during delivery. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is 6.13.90, categorized as remediated.